Event description:
It was reported that one day post implant, the implantable cardiac monitor was sensing noise, despite good sensing with previous external mapping. The device was explanted and another device was attempted with the same result. Neither device remains implanted and it was noted that the devices may be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the device was returned and analyzed with no anomalies found. (B)(4).